Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the complaint sample consisted of (1) 258111000 sp2 tibial radel impactor. Examination of the returned device revealed breakage as reported. Further examination of the submitted impactor confirmed the device has broken along the initiation slot that connects with the universal handle. All pieces of the device were returned. The flat of the impactor exhibits gouges, scratches and deformation indicating the impactor was not properly aligned prior to impaction. The misalignment during impaction created a stress on the instrument that resulted in breakage. The root cause is attributed to untended misuse through mis-alignment of the impactor onto the tibial tray during impaction. Based on the root cause determination of unintended misuse, the need for corrective action was not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should the product and/or additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial impactor broke in half. No surgical delay.